Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 223 mg/dl, 125 mg/dl, 93 mg/dl and 98 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.